Event description:
It was reported that a patient experienced and was hospitalized for peritonitis coincident with therapy for peritoneal dialysis (pd). Therapies were ongoing. The cause of the peritonitis was unknown. The patient was treated with unspecified antibiotics for the event. The patient recovered from the peritonitis and was discharged from the hospital. This is report 4 of 4 involved in this peritonitis event.

Manufacturer narrative:
(B)(4). A batch review was conducted for potentially associated lot numbers h12j11037, h12g27079, h12h31095 and h12l13070 and no exceptions were observed that were related to the reported condition.

Manufacturer narrative:
(B)(4). (B)(6). Peritoneal dialysis module 6. This is the same patient as (B)(4). Should additional relevant information become available, a follow-up report will be submitted.